Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding an implantable drug infusion device. The drug being delivered was unknown. The reason for use was non-malignant pain and failed back surgery syndrome - other. It was reported that there was pump erosion. The pump is really close to the skin, ¿like it¿s coming out¿ but it has not ruptured the skin. The patient had their first implant (40 cc pump) replaced with their current implant (20 cc pump). The hcp had just places the new pump in the same pocket as where the old pump was located and connected it to the existing catheter. The pump is located in the upper left quadrant. The issue started happening with the current new pump. It was unknown when the issue started. The patient and hcp were concerned that the patient may have an allergy to titanium. The patient was sent to a hospital to get an allergy test to titanium, however they were only able to test the blood. The rep wanted to know if the manufacturer still had an allergy kit, and it was reviewed that they are no longer available. It was confirmed that there was no infection present. There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that at the patient¿s last follow up (unknown date) the patient had expressed concerns that felt like the skin was thinning over the pump area. The pocket site was uncomfortable. The patient was referred to a physician for consultation and was referred for titanium allergy testing. It was discovered that titanium blood levels could be checked but an allergy testing appointment would take months. Regarding factors that may have contributed to the issue the patient did not report falls or injuries in the pump area. In a phone call to the clinic scheduler the patient reported they think the skin was thinning even more. The physician saw the patient in clinic on 2/14/18. The skin was indeed thinning over the pump site. There was a small round area approximately the size of a dime that was discolored, reddish-brown with a smaller darkened pin size area in the center which may indeed be erosion. The spot was soft but "squishy" to palpation, no exudate upon palpation. The skin over area of the pump was slightly reddened. There was pump pocket skin erosion. Surgical intervention was planned for pump explant on (B)(6) 2018 at 0700. If pustular drainage is present, the hcp will do a culture. The representative planned to retrieve the pump to return for analysis. The issue was not resolved. Patient status was alive - no injury. Other medications the patient was taking at time of the event were not available. Medical history was asked and will not be made available. The patient¿s weight was (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2018-feb-20. It was reported that the explant wa s attended by the rep. The pump and pump connector portion of the catheter were returned via return mailer paperwork. A tracking number was not noted. There were no further complications reported/anticipated.

Manufacturer narrative:
Interrogation of the pump found that it was delivering 2,000 mcg/ml fentanyl at 299.98 mcg/day and 200 mcg/ml clonidine at 29.98 mcg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there were no anomalies. If information is provided in the future, a supplemental report will be issued.